Event description:
It was reported that during a hip arthroscopy, the anchor came away in two pieces from the distal tip of the device when was being tapped in with the mallet and the metal tip of the inserter bent. The pieces were removed from the patient with the arthroscopic grasper. There was surgical delay of 45 minutes and the procedure was finished using a backup device with no patient injuries.

Manufacturer narrative:
One bioraptor knotless suture anchor was returned for evaluation. Visual assessment of the device confirmed the reported complaint of breakage. The anchor body has broken at the suture slot and only the distal portion was returned. A portion of the inner plug remains on the inner shaft. The inner shaft is bent approximately 90 degrees. Functional assessment cannot be performed due to this damage. The condition of the device indicates it was subjected to excessive force and off axis insertion. ¿ensure that the anchor placement is aligned with the drilled hole. Proper alignment is essential for a successful repair. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the anchor came away in two pieces from the distal tip of device when was being tapped in with the mallet and the metal tip of the inserter bent. There was a surgical delay of 45 minutes and the procedure was finished using a backup device with no patient injuries.